Event description:
Customer reported that the cartridge was not fitting properly on the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was guided by technical support to remove an o-ring and clean the pneumatic tap area, after which the original cartridge was successfully reloaded, allowing the customer to resume insulin therapy.